Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the implantable pulse generator (ipg) set screw could not screw in the right atrial (ra) lead. The ipg was not used and was replaced. No patient complications have been reported as a result of this event.